Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit was missing segments in the heart rate side of the display. There is no report of patient harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored. (B)(4).